Manufacturer narrative:
Inspected one opened/used partial sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 142 mg/dl and sensor value was 74 mg/dl. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. There was change sensor alarm. There was little bit of blood after removing sensor. The sensor will be returned for analysis.